Event description:
Customer reports to have experienced keypad anomaly. Customer reports that act and esc buttons were not responding and not able to scroll down. Customer's blood glucose was 333 mg/dl, which were treated with manual injections. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
No unexpected button error alarms noted during testing. The act and esc buttons on the insulin pump had intermittent button response due to corroded keypad traces noted. The device had minor scratches on lcd window, broken reservoir tube lip, cracked reservoir tube window, cracked reservoir tube, cracked battery tube threads, and missing reservoir tube o-ring.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.